Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when tested using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. The assignable cause of the event is an instrument related issue. A vitros tropi es within run precision test performed on the vitros eciq immunodiagnostic using an alternate lot of vitros tropi es reagent yielded results that were not within acceptable guidelines. An ortho field engineer (fe) visited the site and found that the signal reagent (sr) dispense height was out of alignment and adjusted it to the proper height. The fe also replaced the outer ring delrin bushing, sr dispense probes and the well wash dispense valve. A post service vitros tropi es within run precision test yielded results that were within acceptable guidelines indicating that the vitros eciq immunodiagnostic system had been returned to expected performance after service actions. Based on historical quality control results, a vitros tropi es lot 3470 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3470. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3470 at, or below the url concentration of 0.034 ng/ml (ng/ml) cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. Patient sample result of 0.122 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. The patient was given 325mg of aspirin, 4mg of zofran and 10 mg of compazine and sent to another facility for monitoring. A corrected report was later issued after the confirmation of the repeat results. As per consultation with an ortho medical safety officer, long term serious health impact to this patient is not anticipated. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) (B)(4).